Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing, due to this, several inappropriate shocks were delivered in different episodes. Additionally, interrogation issues were experienced. It was decided to explant the system, and a new transvenous system was implanted instead. This system is not expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.